Manufacturer narrative:
(B)(4).

Event description:
It was reported crosstalk and far-field p wave oversensing were observed on the ventricular channel. The patient was asymptomatic. The cause of oversensing was likely due to septal lead implant location. The low frequency attenuation filter was turned off and the device settings were programmed.